Event description:
The patient was revised to address a subisded lps stem and a loose femoral sleeve following a nonunion of their distal femur supracondylar right femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Patient medical records were provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were provided. Review of the supplied medical records did not confirm the reported subsided lps stem and a loose femoral sleeve; however, the patient experienced a nonunion of the distal femur supracondylar femur which could contribute to the reported concerns. Based on the inability to confirm the reported event or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.